Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified that the entire device was removed due to the infection. The infection was first observed during the 2-week test phase (about 10 days after the stage 1 implant evaluation). It was reported that the patient¿s infection was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, product type: lead. Serial/lot #: unknown, implanted: (B)(6) 2018, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was removed due to infection. There were no further complications reported or anticipated.